Event description:
It was reported the patient is experiencing a loss of stimulation and the system is auto-reducing. Reprogramming was unable to resolve the issue. It was also reported the patient has fallen on multiple occasions recently. The patient reported she had an ankle fusion which is causing her to fall. X-rays are to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.